Event description:
It was learned by clinical affairs that a patient with an implanted aortic bioprosthetic valve, post-procedure, remained dependent on temporary pacemaker placed intraoperatively due to bradycardia and excess ectopy with intermittent junctional rhythm. Patient then had a permanent pacemaker placed 5 days after implant of the device. No additional information provided.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, patient had bradycardia and junctional rhythm requiring permanent pace maker insertion. The edwards device remains implanted, as there has been no information so suggest a device malfunction or quality deficiency that may have caused or contributed to this event. No additional information was provided.